Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. Date of event is unknown. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the auxiliary water tube was disinfected with purelox instead of autoclave. There were no reports of patient involvement.